Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system involved in an infection and pocket erosion. Reportedly, the patient had a small section of pocket which developed a blood blister on the inferior portion of the pocket. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.